Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that loss of prime alarms had occurred with cartridges from 2 different boxes. Reportedly, the cartridge cap was tight and the tubing wasn¿t being pulled. The reporter stated that the patient plays outside in 40 degree temperatures but loss of prime had even occurred when the patient hadn¿t been outside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.